Event description:
Information received a smiths medical ambulatory infusion pumps cadd administration sets - flow stop alarm entered ' occlussion." This occured for each 0.1 ml of unknown fluid infused. The intervenous catheter was assessed and was flushing and working properly. Another cassette attached with same outcome and alarm. No patient adverse events occured.